Event description:
Two different rn's primed the carefusion smartsite infusion set with a 250mg bag a saline. One tubing connection had been infusing without difficulty but as she was standing next to the patient the tubing "fell" out of the drip chamber at the bottom. Since she was right there she was able to disconnect from the patient's infusion immediately so no harm to the patient. The next rn was walking the tubing to the bedside after she had primed with normal saline and as she was walking the tubing just fell out of the connection in her hand. Manufacturer response for smartsite infusion set, smartsite infusion set (per site reporter). Trying to get a hold of rep. I did tell my why to the person on the phone.